Manufacturer narrative:
Manufacturer's investigation conclusion: there were incidental findings during the evaluation of the main pcb ((B)(4)) that revealed a burned/damaged q33 (n-channel 30-v (d-s) mosfet) which is part of the primary drive circuit. The reported event of pump stoppages was confirmed during analysis. The evaluation of the returned system controller serial number (B)(4) revealed a damaged drive circuit component. As a result, the system controller was not able to consistently operate a test pump during analysis. The data log file was successfully retrieved and it was filled with events where the system controller was unsuccessfully attempting to start the pump. These events were accompanied by elevated power and pi values and low speed hazard and low flow hazard alarms. The associated voltage levels suggested that the system was powered by 14v batteries during the events. Although the specific root cause for the damaged drive circuit component and the atypical events captured in the log file was not able to be conclusively determined, a compromised driveline has the potential to damage the controller¿s drive circuit components. The device history records were reviewed and the records revealed the controller was manufactured in accordance with manufacturing or qa specifications. Patient handbook, operating manual, and instructions for use covers all alarms (visual and audible) on the system controller and what action should be performed when they do occur. Periodically inspecting the equipment for damage is covered in the patient handbook. Important warnings relating to pump stops are described in patient handbook, operating manual, and instructions for use. Instructions for use, cautions the user that the ¿components of the heartmate ii lvas that are supplied sterile are intended for single use only and should not be re-used or re-sterilized. Do not use sterile components if sterile packaging is compromised¿ no further information was provided. The manufacturer is closing the file on this event.

Event description:
The controller was returned for evaluation after the patient underwent pump exchange. Investigation of the returned controller revealed pcb (printed-circuit-board) damage. Related manufacturer report numbers: 2916596-2021-01609, 2916596-2021-01610.